Event description:
It was reported that the patient presented in clinic for a routine check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.